Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant attempt, the right atrial lead was unable to have adequate sensing after multiple placement locations. The physician postulated the difficulty finding adequate sensing was due to the little movement of the right atrium from the patient's disease process. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.